Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a scd pump. The customer stated that a loaned scd express unit began smoking and sparked, causing the cable to burn. The hospital confirmed there is no pt involvement.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.